Event description:
It was reported that; the tip of the rigid drill bit broke off during surgery when he was using it to make a screw hole in the vetebral body.

Manufacturer narrative:
Method: risk assessment. Results: visual, dimensional and functional analysis could not be performed as the device was not returned. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: the definitive root cause of the event cannot be determined from the given information.

Event description:
It was reported that; the tip of the rigid drill bit broke off during surgery when he was using it to make a screw hole in the vertebral body.